Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with va-lcp condylar plate on (B)(6) 2012. Reportedly the va-lcp condylar plate broke while implanted post-operatively. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Additional information has been requested.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The examination of the manufacturer documents, technical drawing and raw material inspection certificate of the condylar plate showed that the chemical composition, microstructure and mechanical properties of the plate correspond to the international standards iso 5832-1 and astm f138. The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. The dimensions of the investigated plate, as far as measurable, were checked using a sliding caliper and found to be in compliance with the technical drawings and ao/asif specifications. The breakage occurred at the fifth distal combination plate hole - threaded part - in the plate shaft area. After breaking the two fragments rubbed against each other causing strong destruction of the fracture surface - shiny surface, abraded areas. When examining the distal fracture surfaces - part a and b - using the scanning electron microscope - sem, the initial fracture areas and the fracture behavior were identified. The primary crack initiated at the upper side of the plate hole and run through the material. A secondary crack initiated on the lower side of the plate on part a. A pattern of ripples or fatigue striations was observed at the crack propagation zones and over a sizable area of the fracture surfaces. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. The fracture surface of part b showed a small area with dimples. The area with dimples corresponds to the residual forced fracture zone. Pitting corrosion and corroded areas were observed on both fracture surfaces. Fatigue cracks on the upper side of the plate hole, near the primary initial fracture zones, indicate high dynamic load and multiple crack initiation. Sem observations and findings indicate that the plate failure was caused by fatigue and overload. The failure of the investigated plate was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.